Event description:
It was reported that a (B)(6) female underwent a pulmonary vein isolation (pvi) & cavotricuspid isthmus (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. After pvi+cti, the presence of pericardial effusion by echocardiography was confirmed. Blood pressure decreased to the 60s but returned to the 120s with medication and drainage. The patient returned to the room. Although it was unknown, the time of occurrence was probably during cti ablation. The ablation was completed and over. There were no abnormalities observed before or during use of the product. Additional information was received indicating the adverse event was discovered during use of biosense webster products, during the ablation phase. The physician confirmed the event was not related with the bwi product and there was no bwi product malfunction. The patient outcome of the adverse event was reported as improved. The patient did not require extended hospitalization because of the adverse event. Prior to noting the pericardial effusion ablation was already performed. There was no evidence of steam pop. The physician commented that the event might have occurred during cti ablation. No error messages were observed on biosense webster equipment during the procedure. Dashboard; vector; visitag force visualization features were used. Impedance drop additional filter was used with the visitag and tag index color option was used prospectively.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30712321l and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-may-2022, additional information was received indicating a smartablate generator was used during the procedure. The catheter settings were selected correctly on the smartablate generator. Manual pump was switching from ¿low¿ to ¿high¿ flow during ablation was not done. Transseptal puncture was performed and a rf needle (jll) was used. Pre/post rf time settings were both 1sec. Visitag: it was using ai and impedance as indicators. Clinical course is unknown after that. Medical history/therapeutic history/disease under treatment is unknown. Visitag: ablation index, it was energized using impedance as an index. The physician¿s details were also provided and the appropriate fields in section e. Initial reporter have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 27-june-2022, additional information was received indicating the pump was used without using pump switching manually. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).